Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark. There was no adverse impact to the customer¿s blood glucose level. Cts decided to replace the pump, and the caller was informed that a replacement pump with updated software would be sent. Meanwhile, the customer would use a backup insulin pump. The caller acknowledged the instructions for returning the faulty pump and the availability of training via their tandem source account.